Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on june 15, 2018 with blood glucose of 30 to 40 mg/dl at the time of the incident. The customer was at 152 mg/dl at the time of the call. The customer was given glucose, food, glucose tablets, and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. The pump exited auto mode since they were low but did not suspend insulin delivery. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.